Manufacturer narrative:
Corrections in g1 and h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device packaging matches the information in the complaint file and were examined. Visual inspection revealed that both bags labeled with pn 07.00119.008 had been opened and returned with two variable screws that do not match the label. The seals on all bags were inspected and do not show signs of failure. Root cause: a definitive root cause cannot be determined with the information provided. The packaging failure could possibly be attributed to improper handling during storage or transportation. The incorrect device in the packaging could possibly be attributed to improperly repackaging returned products. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that two bags labeled as trinica self-tapping fixed screws actually contained self-drilling variable screws. These were identified upon receipt so there was no patient involvement. This is report one of two for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2023-00045.

Event description:
It was reported that two bags labeled as trinica self-tapping fixed screws actually contained self-drilling variable screws. These were identified upon receipt so there was no patient involvement. This is report one of two for this event.